Event description:
Same case as 2134265-2009-01514. It was reported that during a coronary drug eluting stenting procedure, stent dislodgement and stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician prepped the stent per the directions for use (dfu). He tried crossing the lesion with a 4.0x24mm taxus express2 stent but was unable. After removing the stent from within the patient, he noticed the distal end of the stent appeared "burred". The physician inserted a 4.0x28mm taxus express2 stent over the wire, and again encountered resistance while attempting to cross the lesion. While attempting to remove the device from within the pt, he encountered resistance. He attempted to remove the wire, stent delivery system (sds), and guide catheter and the stent dislodged and was lost inside the pt. The stent remains in an unk location within the pt's body. The procedure was completed with another of the same device. The pt did not suffer further complications and was reported to be stable following the procedure. The pt appeared to be stable the next day when he was checked.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.